Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager (srm) showed e-lock failure. A field service engineer cleaned, tightened the latch connections and applied carbon grease to the contacts to ensure proper conductivity. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, system refrigerator door would not open. The customer reported that the malfunction occurred while dispensing the medications to the patient. There were no adverse events or injuries reported based on this incident.